Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient reports indicated that the visual acuity post-operative is 0.9 (worsening) in visual quality. There was no medication used by the patient.

Manufacturer narrative:
The manufacturing record review was performed. No deviation or non-conformance report (ncr) was identified for the complaint type reported or related to the initial report information when this production order was manufactured. There were no process and / or material changes within the production order number. There were no non-conformances with respect to the sterilization process. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the doctor there was an appearance of a filamentous membrane strip on the front side of the intraocular lens (iol) model zma00, more precisely in the ring junction, nine (9) months after surgery. Bilateral zma00 lens implantation was performed on (B)(6) 2014. In (B)(6) 2015, the physician noticed the appearance of irregular membrane, filamentous, only in the right eye. The physician indicated that no surgical intervention would be done. Additionally noted was that a reduction of visual acuity was reported by the patient. Evaluation was through slit lamp (biomicroscope) with dilated pupils and there was no inflammatory signal noted in the anterior segment. No further information was provided.

Manufacturer narrative:
Date of event provided as (B)(4) 2015, the exact date was not provided. If explanted, give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). Completed by manufacturer (B)(4). Filamentous membrane strip on lens all pertinent information available to abbott medical optics has been submitted.